Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient experienced occasional pain in the lower abdomen and mesh erosion. It was reported that the event was classified as moderate severity. It was reported that there was drug therapy, and the exposed tape was removed by tape excision. It was also reported that the event had a causal relationship to the study device and a causal relationship to the primary study procedure. It was reported that the outcome was not recovered/not resolved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the reported event of erosion was recovered/resolved without sequelae as of (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient experienced occasional pain in the lower abdomen and mesh erosion. It was reported that the event was classified as moderate severity. It was reported that the exposed tape was removed by tape excision and the patient was given drug therapy of vaginal suppositories for pain in the lower abdomen and mesh erosion at 0.03 mg as of 02/11/2022. It was reported that the outcome was not recovered/not resolved. It was also reported that the event had a causal relationship to the study device and a causal relationship to the primary study procedure. Additional information was requested. Additional information was requested and the following was obtained: 1. The diagnosis and indication for the initial surgical procedure? 2. Other relevant patient history/concomitant medications. 3. Product code and lot #. 4. The initial approach for the index surgical procedure? 5. Any concurrent procedure/device implantation? 6. Were there any intra-operative complications? 7. Onset date/time of the pain from surgery? 8. Mesh exposure site/location, symptoms and diagnostic confirmation? 9. Describe any medical/surgical intervention for exposure including dates and surgical findings. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. What is the patient's current status? Medical history: patient is a postmenopausal female who is a current smoker and currently sexually active. Patient has a history of ongoing depression since 2001, diabetes mellitus ii since (B)(6) 2021, coxarthrosis since 2011, arterial hypertension since 1991, asthma since 2018, childbirth in (B)(6) 1982 and (B)(6) 1990, total vaginal hysterectomy with anterior and posterior colporrhaphy, apical vaginal fixation and bilateral tubectomy on 06/12/2020, stress urinary incontinence, painful sexual intercourse ethnicity: white/not hispanic or latino patient also had a perioperative cystoscopy conducted on (B)(6) 2021. Patient had a 4 on the numeric pain rating scale. Patient had post-op follow up visit on 02/11/2022 and found to have occasional pain in the lower abdomen and mesh erosion that began on an unknown date in (B)(6) 2021. There was a causal relationship to the study device and causal relationship to the primary study procedure. On (B)(6) 2022 the exposed tape was removed (tape excision) and the patient was given drug therapy of estrokad vaginal suppositories for pain in the lower abdomen, mesh erosion at 0.03 mg as of (B)(6) 2022. The outcome was not recovered/not resolved. Concomitant medications: 1. Oral diabetex for diabetes mellitus ii at 1000 mg dose as of (B)(6) 2021. 2. Oral sevikar 20 mg/5 mg for arterial hypertension at 25 mg as of 1991. 3. Respiratory (inhalation) sultanol diskus for asthma at 0.2 mg as of 2018. 4. Oral fluctine kps for depression at 40 mg as of 2001.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pelvic pain occasional. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank:index.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: an appointment is made for mesh excision and anterior colporrhaphy.